Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dental caries ('all my teeth started to go badly after the essure put in') and sjogren's syndrome ('sjogrens syndrome') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with pain, arthralgia ("knee starts to ache"), food craving ("crave dark chocolate"), alopecia ("hair loss"), abdominal distension ("bloating"), menorrhagia ("constant heavy periods"), thyroid disorder ("thyroid issues"), autoimmune disorder ("posssible autoimmune disease"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (essure removal surgery and teeth pulled out 5-6 years ago). Essure (ess205) was removed. At the time of the report, the pelvic pain, dental caries, sjogren's syndrome, arthralgia, food craving, alopecia, abdominal distension, menorrhagia, thyroid disorder, autoimmune disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dental caries, fatigue, food craving, menorrhagia, migraine, pelvic pain, sjogren's syndrome and thyroid disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from plaintiff fact sheet: new event migraine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dental caries ('all my teeth started to go badly after the essure put in') and sjogren's syndrome ('sjogrens syndrome') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with pain, arthralgia ("knee starts to ache"), food craving ("crave dark chocolate"), alopecia ("hair loss"), abdominal distension ("bloating"), menorrhagia ("constant heavy periods"), thyroid disorder ("thyroid issues"), autoimmune disorder ("posssible autoimmune disease") and fatigue ("fatigue"). The patient was treated with surgery (essure removal surgery and teeth pulled out 5-6 years ago). Essure (ess205) was removed. At the time of the report, the pelvic pain, dental caries, sjogren's syndrome, arthralgia, food craving, alopecia, abdominal distension, menorrhagia, thyroid disorder, autoimmune disorder and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dental caries, fatigue, food craving, menorrhagia, pelvic pain, sjogren's syndrome and thyroid disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Events " alopecia, abdominal distension, menorrhagia, pelvic pain, thyroid disorder, and autoimmune disorder¿ was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. On 20-mar-2020: information received via social media. The case was upgarded from nonserious incident to serious incident. Event " fatigue¿ was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.